Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: based on the available information, a temporal relationship exists between hd therapy utilizing an optiflux 200nre dialyzer, and the serious adverse events of a blood leak resulting in blood loss (approximately 310-360 ml), hypotension and a fall, which require a normal saline bolus to remediate. Per the hdrn, the patient¿s blood was visualized exiting the optiflux 200nre dialyzer where the seal between the flat end of the dialyzer and the cylindrical part connect (no visible damage was noted on the interior/exterior of the optiflux 200nre dialyzer). While uncommon, blood leak events are a known potential complication of utilizing optiflux series dialyzers during hd therapy (1).

Event description:
On (B)(6) 2026, fresenius became aware this 81-year-old female patient with end stage renal disease (esrd) on hemodialysis (hd) since 2021 for renal replacement therapy (rrt) experienced an optiflux 200nre dialyzer blood leak during hd therapy on (B)(6) 2026. The description of the event revealed that after approximately 2 hours and 20 minutes into treatment, the patient experienced an optiflux 200nre dialyzer blood leak. Although the evidence of the blood leak was visible on the floor, the hanson connectors, and the 5008 hemodialysis system itself, no visible defect was noted. According to the report, the blood leak occurred ¿at the seal between the flat end of the dialyzer and the cylindrical part.¿ once discovered the treatment was discontinued, and the patient¿s extracorporeal blood was discarded (estimated blood loss = 310-360 ml). Although the definitive timeline is unknown, it appears the patient became hypotensive following the blood loss event and sustained a fall to the floor. The patient received a 200 ml bolus of normal saline, hd was restarted with new supplies, and the treatment was completed without any reported issues. There was no report of injury from the patient¿s fall.